Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed the valve was stuck within the sheath and one strut was bent outward approximately 45 degrees at inflow. The valve was exposed through the sheath shaft liner. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The sapien 3 ultra complaint history was reviewed from june 2019 to may 2020 revealed other complaints for frame damaged during use. The occurrence rate exceeded the monthly control limit for the applicable trending category and per management discretion, a product risk assessment was initiated to capture the further investigation. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. Frame components are 100% visually inspected by both manufacturing and quality for scratches, fractures/cracks, rough surfaces, distortion, gap/voids, notches, steps, wavy cuts, grinding, burrs, and protrusions. All valves are 100% dimensionally inspected. These inspections are test during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case as part of this investigation. The complaint for frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve got stuck near the non-expandable part of the esheath.¿ based on the complaint history, there are multiple patient/procedural factors (i.e. Loader was not fully inserted into sheath, improper valve crimping and tortuosity/calcification/undersized access vessels) can result into resistance during device insertion and subsequently damage the valve when excessive device manipulation is applied. Due to insufficient information (device not returned/patient information not given), a definitive root cause was unable to be determined at this time. Trending for the issue will continue to be monitored. The complaint event was confirmed from the imagery provided by the site. However, no edwards defect (design/manufacturing/labeling issue) was identified during the investigation. Due to insufficient information, a definitive root cause was unable to be determined. Although the monthly occurrence rate exceeded the trending limit for the applicable trending category, further review of the complaints found no device defects or manufacturing non-conformances. Initial investigation did not show any evidence that an edwards defect contributed to the reported event, therefore no corrective actions are required. However, per management discretion, a product risk assessment was initiated to further investigate complaints with valve frame damage during use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in sweden, a sapien 3 ultra 26 mm case, by transfemoral approach. During procedure, the valve got stuck near the non-expandable part of the esheath. As per device photo, a sheath shaft liner torn was observed, and the valve got some frame struts bent.